Event description:
(B)(6), risk management director, stated original procedure (orthopedic case) where the drain was inserted was in (B)(6) and it was removed after three days. The patient continued to have a great deal of pain and when seen in the office for follow-up (B)(6), an x-ray was done which revealed the presence of a foreign body. The patient was returned to the o.r. On (B)(6) for removal of the foreign body which was identified as a piece of plastic tubing. The customer stated that they are uncertain if while the drain was in patient if patient had tugged on it before removal to potentially cause breakage when sutured in, patient is fine and not in serious danger.

Manufacturer narrative:
This is the first complaint of drain breakage for su130-402d for the past 12 months. Device history record was not reviewed due to unavailability of lot no. No sample was returned for investigation. As the complaint sample was not returned, a comprehensive failure analysis was not possible. The lot number was also not provided and without it we are unable to review the device history records to determine if any deviations took place during the manufacturing of this device. A review of the product's specification found the 10fr drain has a break strength requirement of minimum 9 pounds which is sufficient to withstand normal handling stress. Based on the above analysis and information available, we are neither able to identify the root cause of the drain breakage nor confirm it as due to a manufacturing defect at this point in time. No specific corrective action has been implemented at this point as the root cause(s) could not be identified. The customer is advised to refer to the directions for use (dfu) which warns against the suturing of drain(s) and that drain breakage may occur under the following scenarios: excessive force during removal process; handling the drain with any instruments which can lead to tearing, warping or weakening and subsequent breakage of the drain; nick, cut, tear or otherwise damage the drain during placement and removal of the drain; leaving the drain implanted for any period of time as it allows for tissue ingrowth around the drain and into the holes, which may cause breakage on removal. We will continue to monitor trends and utilize the information for continuous improvement.